Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: a manufacturing evaluation was conducted. The report indicates: (as received condition) the as received condition of the helix blade shows anodized rubbed away on the shaft. Some material displacement and damage is evident in the pocket feature. (Conclusion) this manufacturing investigation is being performed as part of stock evaluation. This complaint is being reviewed to confirm that the product is within all final specifications. Product was investigated to the latest design specifications via inspection sheets. The damage to the pocket feature prevents measurement of w4, l5, w3 and h1. Measurements that could be taken were found to meet specification.

Manufacturer narrative:
Device is an instrument and is not implanted/explanted. Product development engineer evaluated the device and indicated the returned device did not contribute to this complaint condition. The complaint is due to a tfn locking mechanism being deployed prior to helical blade insertion. The design risk assessment was reviewed and found to be adequate for the intended use.

Event description:
During a tfn procedure the set screw inside the tfn advanced down and the locking device was deployed too far. As the surgeon attempted to hammer the blade into place, the set screw blocked the blade from going in. The surgeon backed up the set screw then reinserted the blade and placed it where he needed it to be. At full insertion, the knob on the coupling screw broke off and surgeon was unable to remove the coupling screw from the blade. Nothing broke off in the patient and the surgeon used a back up system to complete the procedure. Procedure was extended approximately 10 minutes. This report is #3 of 3 for the same event.

Manufacturer narrative:
This device is used for treatment not diagnosis. Investigation could not be completed, no conclusion could be drawn as no device was returned. Review of the device history record revealed no complaint related anomalies. The device history record shows this lot of 11mm ti helical blades was processed through the normal manufacturing and inspection operations with no rework or nonconformities noted. This lot met all dimensional and visual criteria at the time of manufacture with no issues documented during the manufacture that would contribute to this complaint condition. A review of the raw material device history record revealed this lot met all specifications with no anomalies noted.